Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. The patient experienced cognitive impairment, somnolence and confusion after ins replacement. No actions were taken, but the event resulted in prolongation of existing hospitalization. Diagnostics included examination which revealed hallucinations. Etiology was described as possibly related to device/therapy and implant procedure/surgery/anesthesia. The outcome was resolved with sequelae as of (B)(6) 2016; the sequelae being persistence of cognitive impairment. No further complications are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The event was updated from resolved with sequela to ongoing.